Event description:
It was reported by the aci sales professional that a pt underwent an interventional peripheral procedure on (B)(6) 2012. Access was obtained via a 7f terumo sheath. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the device jammed and would not retract when the physician shuttled down to the hard stop. Eventually, the physician was able to retract the device but the sealant came out of the tissue tract stuck to the advancer tube. The physician converted the pt to approx 20 minutes of manual compression. The pt was ambulated and discharged to home the same day ((B)(6) 2012) with no further complications.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the info provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. The review of the lhr (lot f1217203) indicated that the device lot met all established performance criteria prior to shipment.